Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was explanted and replaced due to an unspecified product performance issue. This s-ICD is not expected to be returned for analysis and no additional adverse patient effects were reported.

Manufacturer narrative:
Additional information has been requested to the sales representative. If further information is provided, a supplemental report will be issued.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was explanted and replaced due to an unspecified product performance issue. This s-ICD was returned for analysis and no additional adverse patient effects were reported.

Manufacturer narrative:
Additional information has been requested to the sales representative. If further information is provided, a supplemental report will be issued. The returned device was thoroughly inspected and analyzed. The device defibrillation and sensing functions were tested, it operated appropriately, according to its performance specifications. The analysis found no evidence of device defect, malfunction or damage. No abnormal conditions were detected.